Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: burner kept running. Probable root cause: probe short. Button stuck on firing position. Fluid ingress. Suction tube cut. Button inadvertently pressed. Damaged insulation. Probe bender used to bend nonbendable probe . User accidentally submerges device. Inadequate gluing operations or inadequate gluing/welding of core to handle. Console error. Use error. Lot number is unknown; therefore, manufacture date can not be confirmed. H3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was continuously activating.